Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was on the way to the clinic for activation, when the pt fell off the pt's knee onto the floor causing the implant wound to reopen and to start to bleed. The wound was re-sutured upon arriving at the hospital. The pt will be re-implanted.